Event description:
Device report from synthes (B)(6) reports an event in (B)(6) as follows: infection of the surgical wound. Date of event, up to 15 days postop. Exact date of event unknown. This is report 1 of 3 for complaint (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. Device is not distributed in the united states, but is similar to a device marketed in the USA. The investigation could not be completed; no conclusion could be drawn, as no product was received. A review of the device history records was performed and no complaint related issues were found. Placeholder.